Event description:
An occlusion alarm was reported. There was no adverse impact to the customer's blood glucose level. Tandem technical support (tts) instructed the customer to perform various procedures, including disconnecting tubing and administering boluses, but the occlusion alarm recurred. The customer reported they had removed insulin from an old cartridge and reused it in a new cartridge, tts educated the customer insulin reuse is considered off label use. It was identified that the occlusion was caused by a blockage in the cartridge. The customer changed the necessary supplies and resumed insulin therapy.